Event description:
Two pt samples with discrepant results. Initial calcium result 1.0 mg/dl, initial co2 result 1.1 mmol/l. Same sample repeated twice gave results of 1.1 and 17.0 mg/dl for calcium and 27.8 and 26.5 mmol/l for co2. Same sample repeated on different instrument gave results of 9.2 mg/dl for calcium and 31 mmol/l for co2. Erroneous results were not reported. The field service representative determined the sample probe was partially clogged. The instrument was repaired.

Event description:
Two pt samples with discrepant results. Initial calcium result 1.0 mg/dl, initial co2 result 1.3 mmol/l. Same sample repeated gave results of 15.5 mg/dl for calcium and 27.1 mmol/l for co2. Same sample repeated on different instrument gave result of 8.5 mg/dl for calcium and 27 mmol/l for co2. Erroneous results were not reported. The field service representative determined the sample probe was partially clogged. The instrument was repaired.